Manufacturer narrative:
(B)(4). The homechoice device received and an evaluation was performed. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short test therapy was performed using the test parameters from the rite functional test. The test therapy was completed with no issues encountered. The sample analysis revealed no issue that could have caused or contributed to the reported problem. A device history record review revealed no issues that could have caused or contributed to this issue. The device logs contain a check patient line alarm that aligned to the date of the reported issue. The direct cause for the customer reported issue ¿unknown alarm¿ (check patient line alarm) is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.